Event description:
It was reported that a symptomatic patient with muscle stimulation presented in the operating room. The pulse generator exhibited backup vvi operation. The pulse generator was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found the device exhibited backup vvi operation due to multiple flipped bits in the product code. After the product code was downloaded, normal function resumed.